Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 421 mg/dl. Insulin pump had insulin flow blocked alarm and insulin did exit. It was unknown that customer use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.